Event description:
This 66 year old female had a right sided mastectomy in 1985 with implantation of silicone gel breast implant. The manufacturer of the implant is now known to this reporting facility. The patient recently had a blunt blow to the right breast resulting in immediate swelling and discoloraiton. The skin over the lump broke down and started draining old blood from the hematoma. Gross exam: the right gel implant is ruptured and focally lacerated.